Manufacturer narrative:
(B)(4).

Event description:
Additional information was received regarding this event. Confirmation was received that electrocautery was employed to mitigate necrotic tissue. No reinforcement material was used; additionally, there were no other injury-causing events reported. The surgeon is currently doing well and recovering as expected.

Manufacturer narrative:
(B)(4). Date initial report sent 09/15/2015. (B)(6).

Event description:
Procedure: gastrectomy. According to the reporter: the customer reports that during procedure, the tissue was cut was without any problems but the staples did not deploy. Consequences: tissue necrosis. It was resolved using cautery. A request for additional information has been submitted to the account.